Event description:
The customer reported error e116 (otv error) occurred when the subject device was powered on during preparation for an unspecified procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing of the device confirmed the reported event. Error message e116 was displayed due to a faulty video connector socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code e116 due to a damaged video connector socket. The specific root cause of the damaged video connector socket could not be determined at this time. According to the instruction manual, section 9.2 "troubleshooting guide" states: ¿code: e116 error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿. Olympus will continue to monitor field performance for this device.